Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The patient reported the cable caused her to get caught with a household item pulling on her body causing bruising. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cortisone by a medical professional. Follow up indicated the irritation improved.